Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank.h10 additional narrative: d7a; e1.h3, h6: a product investigation was conducted. Visual inspection: the dhs/dcs coupling screw (p/n: 338.31, lot #: 7415711) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the shaft component was broken and the broken fragment was returned. No other issues were identified with the returned device.dimensional inspection: the distal tip of the shaft was measured and relevant drawing was reviewed. Measured dimension is within specifications.document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewedyes, the device received was broken. Hence confirming the allegation.investigation conclusion: the complaint condition was confirmed for the dhs/dcs coupling screw (p/n: 338.31, lot #: 7415711). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.h3, h6: a device history record (DHR) review was conducted:part # 338.31.synthes lot # 7415711.supplier lot # n/a.release to warehouse date: 03 jul2013.manufactured by: synthes jennersville.no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. E3; e4; h4.

Manufacturer narrative:
Product complaint # (B)(4). Reporter is a j&j sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent an orthopedic procedure. During the dynamic hip screw (dhs) procedure, when they are attempting to attach the implant to the insertion handle, the threaded tip of the coupling screw broke off at the start of the threads. The detached tip was easily backed out of the implant. The implant was successfully implanted without any further difficulties and with no adverse effect on the patient. There was no surgical delay. There were no fragments generated. The procedure was successfully completed. There were no patient consequences. Concomitant device reported. Unknown wrench (part# unknown, lot# unknown, qty 1), unknown dhs plate (part# unknown, lot# unknown, qty 1), unknown centering sleeve (part# unknown, lot# unknown, qty 1), dhs lag screw (part# unknown, lot# unknown, qty 1). This complaint involves one (1) device. This report is for (1) dhs/dcs coupling screw. This report is 1 of 1 for (B)(4).